Event description:
The customer reported generation of erroneous false low patient result for ise (ion selective electrode) sodium (na) and chloride (cl) on the au5800 clinical chemistry analyzer. The customer repeated the samples on another dxc 700 au analyzer, the results met customer's expectation. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse determined the sample syringe and buffer syringe malfunctioned. The fse replaced the sample syringe and buffer syringe to resolve the issue. Initial report customer phone number is (B)(6). Beckman coulter internal identifier is case # (B)(4).